Event description:
It was reported that (1) device was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the affiliate that the atw45 instrument anvil dislodged. The staples malformed, but cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.